Event description:
There were three endeavor sprint rapid exchange (rx) drug eluting stents implanted during the index procedure. Two in the proximal lad and one in the mid lad. It is reported that the second endeavor sprint rx implanted in the proximal lad was to treat complications of a dissection after the initial stent implantation. Pt was asymptomatic/free of symptoms at 30 day, 1 year and 1.5 year follow up. It is reported that the pt suffered an ischemic stroke approximately 20 months post index procedure. The pt suffered a treatment ischemic attack and was treated with previscan. Stroke diagnosis was based on a radiological eval and was confirmed by a neurologist. Investigator indicated that the event was not related to the study stent. Pt was taking asa but was not taking clopidogrel 24 hours before the event. Pt was asymptomatic/free of symptoms at 2 year and 2.5 year follow ups. Reference MFR. Report numbers 9612164201101045, 9612164201101046.

Manufacturer narrative:
(B)(4). Eval, results: cva/stroke.